Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include damage/ deterioration of components due to wear and tear without any design or manufacturing issue. The most likely cause of this failure was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head plug was peeling off (rubber). There were no reports of patient harm.

Event description:
It was reported the camera head plug was peeling off (rubber). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, device evaluation found cracked connector. Based on the results of the investigation, the reported issue was confirmed. The reported issue probable cause was attributed to degradation and handling issue. A definitive root cause could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.